Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative (rep) regarding a patient with an im plantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had an infection. Unknown what may have led or contributed to the issue. System was explanted. The issue was resolved. Surgical intervention did occur. The ins and lead explanted due to infection. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient weighed (B)(6). No further complications reported.